Event description:
Information received by medtronic indicated that two mapping catheters could not be used due to degradation of the pebax material of the catheter shaft. The physician was prepping a 15mm catheter on the patient's chest. The device was wiped down with saline. When sliding the introducer over the distal array, he noticed the blue tubing was breaking apart and the signal wires were exposed. A second 15mm catheter was taken out of the pouch and examined. The blue tubing had a dark space on it and appeared to have a small piece missing, so it was not used. The physician then used a 20 mm mapping catheter and performed the case with no other issues. Device 2 of 2, reference MFR report: 3007798852-2013-00019.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report. A medtronic representative verified the storage of catheters at the user facility and found that they are being stored in a pyxis machine in their pouches without the protective carton. Initial investigation indicates that the most likely cause of the reported degradation is prolonged exposure to uv light. The instructions for use state to keep the device away from sunlight. This is to protect the device from uv light.